Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 40 mg/dl which was treated with food. Customer's current blood glucose was 170 mg/dl. Customer stated that they did not show any symptoms of low blood glucose. Customer stated that they had been using the insulin pump system within 48 hours of reporting low blood glucose event. The customer stated that the auto mode, smart guard feature was active at time of low blood glucose event. The insulin pump will not be replaced.